Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no reported adverse impact to the customer. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer planned to change out the sensor and resume insulin delivery manually until a new cartridge could be installed. Additionally, the caller was in contact with a healthcare provider for backup therapy options and acknowledged instructions to call back if the malfunction code reappeared.